Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system, us catalog #: fg540000, serial (B)(4). Smartablate generator, us catalog #: unknown, serial #: unknown. Smartablate pump, us catalog #: unknown, serial #: unknown. Non-biosense webster inc.: st. Jude medical ICD/crt-d. Non-biosense webster inc.: josephson . (B)(4).

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for frequent premature ventricular contractions (pvcs) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered heart block av requiring no medical or surgical intervention. Pre-procedure, the patient had a left bundle branch block (lbbb). During the procedure, after ablation # 5, a transient complete heart block was detected via intracardiac ECG and confirmed via 12-lead ECG. There were no interventions. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient outcome is unchanged. Medical history includes a lbbb, ventricular tachycardia, and implantable cardioverter defibrillator (ICD). Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and patient condition-related. It was noted that the physician suspects that the right bundle branch was injured during ablation. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.